Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used drainage bag with silicone foley catheter. Visual inspection of the first photo sample noted the tip of the foley catheter. The second photo shows the inner diameter of the drainage funnel. The third photo shows the product packaging label with product information. The reported failure was unable to be evaluated due to the poor condition of the photo sample therefore this investigation is considered inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿static or positive air pressure¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Directions for using bard ez-lok sampling port: bard ez-lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practices and applicable local, state and federal laws and regulations." UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the anti-reflux chamber foley catheters were very difficult to empty, sometimes not emptying at all, not a drop. For a diuresing patient, it took three staff members to hold and empty the catheter, and that was even very difficult. One this morning left 50-80cc of urine in the bag and would not empty. The tubing was pulled out, bag turned upside down, the two sides of the foley were pulled apart, nothing worked. Also, the plastic clamp was not user friendly and was difficult to open, as well. Per additional information received on 28aug2024, it was reported that it was a newly placed foley catheter and the person received a diuretic. The catheter would not drain, like there was something blocking it. They were not sure if it was just negative pressure, so they pulled the two layers of the bag apart. They moved the bag around, pulled the drainage tube taut, moved it in several directions. It literally took three of them manipulating the foley bag, at the same time, to get any urine out. They were not sure if the foley was replaced or just removed, as this happened at the end of their shift.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the anti-reflux chamber foley catheters were very difficult to empty, sometimes not emptying at all, not a drop. For a diuresing patient, it took three staff members to hold and empty the catheter, and that was even very difficult. One this morning left 50-80cc of urine in the bag and would not empty. The tubing was pulled out, bag turned upside down, the two sides of the foley were pulled apart, nothing worked. Also, the plastic clamp was not user friendly and was difficult to open, as well.